Event description:
It is reported that the tip of the screwdriver broke off in the hex head, broke flush and the tip remains in the patient.

Manufacturer narrative:
Evaluation summary: the exact cause for the fracture cannot be identified with the available information. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.